Manufacturer narrative:
Other applicable components are: product ID 3387-40 lot# j0333759v implanted: (B)(6) 2003 explanted: (B)(6) 2017 product type lead product ID 748251 lot# serial# (B)(4) implanted: (B)(6)2003 explanted: (B)(6) 2017 product type extension. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturing representative about a patient with an implantable neurostimulator (ins) for parkinson's dual movement disorders. It was reported that the patient was in a car accident which affected the system in (B)(6) 2017. The patient had high, open, impedances pre-operatively, and a CT was done which showed a possible break or kink in the lead. The patient had a return of tremor as a result. The impedances were tested with a twist lock test and found to be high. The surgeon also stated that they could see a visible break where the lead and extension are secured. The patient¿s complete system was removed on their left side, including their ins, extension and lead. No complications or further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of lead lot # j0333759v found the lead body conductor was broken due to overstress /damage. Fdr codes are (B)(4). Analysis of the implantable neurostimulator (ins) serial #(B)(4) found it was functionally ok with insignificant anomalies. Fdr codes are (B)(4). Analysis of extension serial # (B)(4) found the extension body was cut through and product was segmented. Fdr codes are (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.¿ if information is provided in the future, a supplemental report will be issued.